Event description:
It was reported that the patient enrolled in the (B) (4) adjustable gastric band ((B) (4)) registry had food intolerance and a little band slippage. During a 12 months follow-up visit, the patient had episodes of vomiting (1 per week) and some symptoms evoking an oesophagial reflux. A little band slippage was identified during a transit exam control. Contrast agent was injected and no discrepancies was identified, therefore no action was taken. On (B) (6) 2008 the patient had two to three episodes of vomiting per week, if she was stressed. A gastroscopy found esophagitis (grade 1) with antral gastritis biopsies were performed in search of helicobacter pylori. The physician was prescribed inexium 40mg/j during 4 weeks. Attempts are being made to gather additional information. If additional details become available, a 3500 a supplemental will be sent.

Manufacturer narrative:
(B) (4). Patient treated with medication.